Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a screen that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a loose connector between "cndisp" on the sensor board and connector "cn901" on the display board. The connectors were cleaned and reconnected to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a screen that does not turn on. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.